Event description:
On (B)(6) 2009, the patient reported that in the past, the cartridge plunger remained attached to the piston rod of her insulin infusion device. She stated some insulin may have spilled into the cartridge chamber. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.